Event description:
Litigation alleges pain, discomfort, difficulty ambulating and fracture of the femoral component noted mid shaft that had fractured and displaced laterally which allowed the proximal portion of the femoral component to move around freely in the femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code z5fgb1000. A review of the device history records for lot codes 2190528 and 1986718 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.